Event description:
Report received of a pt death while the device was in use. The customer reported the pump was programmed to deliver morphine 1mg/ml in the pca+contiuous mode, a continuous rate of 16mg/hour, a 4mg pca dose, a 15 minute pt lockout, and no 4 hour limit. After an unspecified length of time, the pt reportedly expired. No specific pt or event details were provided. The custoemr reported that their risk management department stated, "we are 99% sure that the incident was not pump related." Though requested, the customer declined to provide any additional info, including the date of death.